Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was reported the patient was hospitalized and treated with cefazolin (discontinued), ceftazidime (discontinued) and after meropenem (1g per day intravenous, ongoing) was peritonitis. At the time of this report, the patient was not recovered from the peritonitis. Pd therapy was discontinued and the pd catheter was removed. No additional information is available.